Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found reported field event of backup vvi mode was confirmed in the laboratory. Review of the device image noted that the device reset was caused by a parity error. The reset was reproduced during temperature chamber testing. The cause of the reset is believed to be an anomalous component on the hybrid. (B)(40.

Event description:
It was reported that the unused device was found to be in bvvi backup mode.